Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381523 and lot number 4270233. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd the following information was provided by the initial reporter: was split at the blue hub of the catheter. I have forwarded your email to our supplies manager. He states he has been in contact with your company and is handling the concern. As of right now it was a single instance and we haven¿t had any other issues. Additional information 5/11/2025. It was not evident until after IV was placed. This was a one time occurrence and do further defects have been noted in thus lot number as far as I am aware.